Event description:
It was reported that there was fibers/foggy on the patient interface. The customer did not know if it was discovered prior or after patient contact therefore, conservatively reporting. No additional information was provided.

Manufacturer narrative:
Section e1 telephone number: (B)(6) . Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.